Event description:
It was reported that all components were explanted due to lead migration and inadequate stimulation as a result. No device malfunction was suspected. The patient was doing well postoperatively, and the explanted products were discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56 , serial: (B)(6), batch: 7077139, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12320. Model: sc-1232 , serial: (B)(6), batch: 540726, UDI: (B)(4). Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch: 29320866, UDI: (B)(4).